Event description:
On 08/17/2012, it was reported that on (B)(6) 2012, the infusion device displayed w2 (battery low). After that, the patient's blood glucose level was elevated to 400 mg/dl. He was not successful correcting the elevated value with the infusion device. After changing the battery, the patient was able to successfully correct the elevated blood glucose level. He thinks the infusion device does not administer enough insulin after displaying e2 and he has lost confidence in the device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.